Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they turned off their previous spinal cord stimulator(scs) about 3-4 years ago to have knee surgery; scs was turned off for about 7-8 months. Pt attempted to turn the scs back on when their healthcare provider (hcp) suggested they turn the scs back on, but the scs was not working("computing"). Pt said they met with medtronic (mdt) rep. Kevin at the "pain center" about 3-4 years ago and mdt rep. (B)(6) could not get the scs working again, so the pt had another scs implanted. Pt said issue occurred about 3-4 years ago. Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.